Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) additional event site email: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The safety disk (0997-00-0985-15) was replaced to solve the issue. The unit passed all factory-specified performance and safety tests. The unit has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by customer during use that the cs100 intra-aortic balloon pump (iabp) unit had loop leak alarm. There was patient involvement, but no harm reported.